Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after the valve was loaded, a fluoroscopy check was performed and was noted to be ok. During implantation, a resheathing was performed for better position of the valve. Afterwards, the capsule started to shrink at the proximal part. It was noted that then the whole system was unable to close. The delivery catheter system (dcs) with the valve partially open was then moved to the descending aorta. Another attempt was made to close the capsule, but was not successful. A capsule rupture was then noted. The valve was retrieved from the patient partially open (approximately 1/2 centimeter). A different dcs was used to implant a different valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutr-34 (serial: (B)(6)); product type: 0195-heart valves product ID l-envpro-16; product type: 0195-heart valves product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the implant of the valve, no unusual resistance was felt during loading, no loading difficulties and no misload was identified. The valve was recaptured one time due to deep position. A procedural delay resulted from the capsule rupture as a new system was used.

Manufacturer narrative:
Image review: intra procedural fluoroscopic images were provided for review. Pre-implant computed tomography (CT) from (B)(6) 2023 was provided. Annulus measurements were perimeter of 93.7 millimeter (mm) and perimeter derived diameter of 29.8 mm, suggesting a 34 mm evolut per sizing matrix. Left ventricular outflow tract (lvot) perimeter and perimeter derived diameter were 94.9 mm/30.2 mm. Annular angulation was 41°. The aortic valve was tri-leaflet with calcification. Fluoroscopic valve load inspection was performed and a misload was clearly visible by misaligned outflow crowns and not parallel to the paddle attachment. The paddle is visibly out of pocket. However, a misload was not properly identified and an implantation attempt was made. During the recapture, damage to the capsule can be seen which prevented full recapture of the valve. Eventually the capsule broke/separated. The damaged delivery catheter system and valve were removed from the patient, and a new valve was loaded. Fluoroscopic valve load inspection was performed and a misload was clearly visible by bent outflow crowns. Another fluoroscopic valve load inspection was performed, showing a good load. Of note, it was not stated if a new valve was used for the new load. Prior to release, depth assessment was performed revealing a deeper depth than what is recommended by medtronic, approximately 6mm at the non-coronary cusp (ncc) and 8-9mm at the left coronary cusp (lcc). In this case, a recapture was warranted. However, the decision was made to release the valve resulting in ventricular dislodgement. Subsequently, the dislodged valve was successfully snared to an acceptable position. Note: regulatory report 2025587-2023-04865 was submitted for the dislodged valve medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with a valve loaded within the capsule. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was observed to be jagged and uneven. The device was received with the capsule partially opened. The valve was unable to be deployed due to the capsule separation. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact but was not functional due to the capsule separation. The device was returned with the end cap/screw gear snap fit connected. There was damage observed on the threading of the screw gear. Delamination was observed over the nitinol reinforcing frame along the length of the capsule. The reported event for separation of components could be confirmed in the analysis. The reported event for positioning difficulties could not be confirmed in the analysis. Conclusion: pending investigation completion updated: d9, h3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.